Event description:
During internal training, the nurse was making a statement to the multidisciplinary team and stated that after activating the safety device, the device failed and did not protect the needle, causing a needle stick injury to the professional. The syringe was being used for demonstration and was not contaminated. Sample was discarded and we don't have the batch number. The nurse informed the responsible sector of the hospital about the incident.